Manufacturer narrative:
Date of birth / age at time of event: unknown. (B)(4). A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation related to this complaint was identified or non-conformance (ncr) was generated during the manufacturing process. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Correction data: correction for previous manufacturing record review; there is a deviation but has no impact on the product quality. Also, there is no relation between the deviation and the described complaint. Additional information: the intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in half. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye in a secondary procedure due to patient's complaint of glare (it was reported that the patient was hyperopic lasik patient). No further information was provided.